Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The device passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. Motor passed motor test. The device was received with reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was performed. The device was returned for analysis.